Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system was not completing boot up. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.